Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer dropped the pump and the touchscreen became cracked. Reportedly, the pump was still functional. The customer's blood glucose (bg) level was 300 (mg/dl) with small to moderate ketones. Reportedly, the customer's healthcare provider identified the customer's ketone level as dangerous. A bolus via the pump and a manual injection were used to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.